Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revised cup because poly liner disassociated from cup and worn on the cup.